Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary system controller was replaced based on service reports due to damage to the drive operation icon.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of only one pump running light emitting diode (led) illuminating was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. During testing, it was observed that one of the pumps running leds would flicker on and off. Further testing revealed that the pump running led would illuminate if pressing firmly down near the display button. The system controller was disassembled to inspect the internal components, revealing that the solder joints on the user interface (ui) connector were damaged. Damage to these solder joints would result in the result event. Log files were submitted and downloaded for review and the data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The cause of the reported events was determined to be due to damage to the solder joints on the ui connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.